Manufacturer narrative:
One opened probe was received, without a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent and port covered with white foreign material. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation, and nonconforming for cut. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at the bent area, cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The complaint evaluation does confirm the probe had a cut failure; the evaluation doesn¿t indicate the probe had an actuation failure. The most likely cause for the cut failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting-edge gouges as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu) and it appears that the probe has experienced a use much greater than this typical timeframe. Although the reported event was reported to have occurred during testing, prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the cut failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as it appears that the observed cut failure was due to excessive use of the probe by the user and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had no cutting performance before vitrectomy surgery. The aspiration condition was normal. The procedure was completed by replacing the probe with new one. There was no patient impact.